Manufacturer narrative:
Block a1: (B)(6). Block e1 (initial reporter address 2): (B)(6). Block e1 (initial reporter city): (B)(6). Block h2 (additional information): block b5, and block e1 (initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on february 5, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands attached to it. The ligator housing teeth were in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had six bands attached to it. It is possible that this might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat varicose veins performed on (B)(6) 2025. During the procedure, it was noticed that the bands were stuck together, and it could not be deployed properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 5, 2025: it was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat varicose veins performed on (B)(6) 2025. During the procedure, it was noticed that the bands were stuck together, and it could not be deployed properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block a1: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.